Manufacturer narrative:
The patient /family was the initial reporter so personal information was not entered.

Event description:
The customer stated one of her blood glucose readings was not stored in the memory of the contour next link. During the call she ran a blood glucose test and was not able to find that reading in memory either. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.

Manufacturer narrative:
The customer returned serial number (B)(4).